Manufacturer narrative:
Upon receipt by mentor, the device contained no fluid. White material was observed within the device. During evaluation a crease was observed on the anterior and extending to posterior aspect. A rent was discovered within the crease on the posterior aspect and measuring approximately 0.2 cm. Complaint was confirmed. Mentor performs 100% inspection and testing of all devices prior to release, product evaluation team concluded that the rent and crease occurred sometime subsequent to the removal of the device from its protective packaging. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage all the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant medical products: right mentor smooth round moderate plus profile 275cc saline breast implant, catalog number 3502275, lot number 6545690. (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient underwent a primary breast augmentation with mentor smooth round moderate plus profile 275cc saline breast implants which the left side deflated after implantation. As a result patient underwent bilateral removal and replacement as follow: left replaced with catalog number 3502325, lot number 7558784, serial number (B)(4) and right replaced with catalog number 3502325, lot number 7558784, serial number (B)(4) on (B)(6) 2018.